Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review due to a concern for pump thrombus that was noted in the afternoon on (B)(6) 2024. The parameters returned to normal limits later. The log files captured several low flow alarms on (B)(6) 2024 between 1504 and 1734. The patient's anticoagulation was stopped for hemorrhagic stroke. An echocardiogram was performed which was within normal limits. The flow dropped as low as 0 lpm. It was possible that the flow of blood was obstructed due to something other than blood passing through the pump. There were no other unusual events recorded in the log file event history.

Event description:
Additional information was received that the patient had symptoms of unresponsiveness, not moving the right side. To treat the stroke, anticoagulation was held and left craniotomy with intracerebral hemorrhage (ich) evacuation was performed. The patient was on ongoing physical therapy, occupational therapy, and seeing speech-language pathologist.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombus could not be confirmed through this evaluation as no images were submitted by the account for review and the device remains in use. Review of the submitted log files confirmed low flow events which the account attributed to the suspected thrombus. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of hemorrhagic stroke could not be conclusively established through this evaluation. The submitted controller event log file contained events from 25mar2024 through 05apr2024. Low flow hazard alarms were captured on (B)(6) 2024 with one alarm persisting for approximately 2.5 hours. Flow then improved, and the low flow alarms resolved. Additionally, the lvad event log file contained intermittent rotor noise events indicating rotor instability on 31mar2024, 01apr2024, and 04apr2024 which could be indicative of thrombus passing through the pump or impacting the rotor. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis, stroke, and bleeding. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. This section also lists thromboembolism as a potential late post-implant complication. Additionally, this section outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.